Manufacturer narrative:
Emdr section h6, codes c19, d12 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis and the gore® excluder® aaa endoprosthesis. During deployment of the trunk-ipsilateral leg endoprosthesis, as well as during touch-up, some distal movement occurred; however, the procedure was completed without endoleak. On an unknown date, during hospitalization, gradual enlargement of the aneurysm diameter was observed. Computed tomography imaging suggested a strong likelihood of type ii endoleak. On (B)(6) 2025, as the patient¿s condition stabilized, replacement with a y-shaped surgical graft was planned. Upon laparotomy, several type ii endoleaks were identified, but no other issues were noted, and the replacement procedure was not performed. Because the proximal seal zone was judged to be relatively short, an additional stent graft was placed proximally. Attending physician¿s opinion: although a clear proximal type I endoleak was not evident, the seal length was somewhat short, so an additional stent graft was placed. Furthermore, the aneurysm wall was found to be fragile during laparotomy, and since an endoleak could lead to re-rupture, the decision was made to proceed with the additional placement.